Event description:
This report is based on information provided by a philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a heartstart mrx monitor/defib indicating that the device does not generate an image on the display. There was reportedly no patient involvement. Available details indicate that the customer was provided a quote for the repair of the device and a replacement display/face plate kit. However, the customer did not accept the repair quote. The device will be returned to the customer unrepaired as they declined service. Because the malfunctioning component was not replaced, it is not available to be returned for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was the display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The philips distributor provided a quote for replacing the malfunctioning component. However, the device was returned to the customer site unrepaired because the customer refused service and declined the repair quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.